Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Event date not provided brand name not provided. Catalog number and lot number not provided.

Event description:
It was reported that the screw fractured at the site. Customer has requested removal tools to help remove the fractured piece from the implant.

Manufacturer narrative:
Based on additional information provided by the customer, there was not a third abutment screw fractured as originally reported. As a result, a retraction is being submitted to the FDA for MFR #0001038806-2022-00440 and the dt was reassessed as not reportable. There is no indication of device malfunctioned nor is the previously reported event considered life threatening or requires additional surgical/ medical intervention to prevent injuries. No significant delay or decline in the patient's status due to the procedure and no additional surgical or medical intervention was required to resolve issue. Therefore, this item was reassessed as not reportable.

Event description:
Customer clarified that after seeing the patient in person, the patient did not have an abutment screw fracture at the site they originally thought, no malfunction was present.